Event description:
It was reported that as two emts were pulling a cot out of the ambulance to lower it, the hose blew off of the sub-assembly and fluid sprayed all over them and went into one of the emt's mouth. No further info on any alleged adverse consequences is known.

Manufacturer narrative:
Investigation ongoing.